Event description:
Pt status post posterior lumbar fusion l3 to s1 with chronos granules and chronos strip returned to surgeon for post op visit. Surgeon noted possible rejection or infection as the chronos granules started to extrude at the implant site. Surgeon removed the granules and strip and the product was sent for cultures. Surgeon was unable to determine if the pt had an infection. This is two of two reports for this event.

Manufacturer narrative:
Add'l info has been requested. Synthes is unable to provide the MFR, PMA/510k and/or date of manufacture without a part or lot number. The investigation cannot be completed, no conclusion can be drawn as no part or lot number was provided. Without a lot number a device history record review cannot be completed.